Event description:
The pt used the suspect device to check blood glucose. The pt obtained a result over 500 mg/dl. The pt was acting silly and talking out of the mind so the pt's family member took the pt to the hosp. The pt was tested on a hosp meter and the result was 38mg/dl. The pt was given a glucose IV and admitted. Lab work was also performed and the values were unknown. The pt took the pt's normal meds two hours prior to the incident. No glucose control solutions were in use.